Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with syringe. Customer reported small air bubbles in the reservoir. The customer delivered 4 units and did not see anything come out. The customer was assisted with 5 unit fill cannula and insulin exited. The product was not returned for analysis.